Event description:
The customer reported that he was performing functionality testing of the 509m pulse oximeter monitor that was in use on patient. The customer reported there was no audio emitted from the monitor during testing. The customer reported there was no patient event or patient harm.